Event description:
Customer contacted beckman coulter inc. (Bci) regarding low hemoglobin (hgb) patient results generated by the coulter lh 780 analyzer. The initial sample gave a low hgb result and the patient was transported to the ER, where a second sample was drawn. The second sample recovered a higher hgb result and was repeated. A third sample was also drawn in the ER and the result matched the second sample hgb result. The first sample was then rerun on the coulter lh 780 analyzer and a different instrument in the customer's laboratory and recovered the same low result. The low result was reported outside of the laboratory and a corrected report was issued. The actual results were not supplied. There was no change to patient treatment. The patient was referred to the ER and redrawn.

Manufacturer narrative:
The first sample was drawn at nursing home and the other two samples were drawn at the ER facility. The instrument is currently performing within qc specifications. Field service engineer (fse) cleaned the valves and verified the instrument's performance. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.